Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a wet rash that is bleeding and inflamed. The patient reported a history of skin sensitivities and allergies. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed rupatadin bluefish 10 mg and fenistil ointment for the rash. Outcome of the irritation is unknown.